Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) suggested reprogramming options. At this time, no additional adverse patient effects have been reported. This product remains in-service.